Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
Medtronic received a report that the product stopped ventilating. It was not stated if this event occurred prior, during or after a procedure. Current patient status was not specified. Medtronic is following up about the circumstances of the event including current patient status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the reported issue occurred while in use, the 840 ventilator's display went blank. Although requested, it is unknown if the patient was transferred to an alternate ventilator or if the patient suffered any harm.